Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device code - remove 1068, 1354. Result code - remove 3233. Conclusion code - remove 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 5.5 years post initial implant, a type 3a endoleak with sac growth was reported. A secondary procedure completed where an infrarenal stent graft extension and a suprarenal stent graft extension were implanted to resolve the leak. The patient is doing well post secondary and there have been no additional patient sequelae reported.